Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated "this test gave me a negative result when in fact, I was actually still positive. It has a considerably lower sensitivity rate, hence the negative result. This caused me to expose others to covid. If it were possible to give it a zero star rating, I would do just that. It needs to be pulled off the shelves!".